Manufacturer narrative:
Correction: rdn corrected philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was completed as planned by repeat action on footswitch. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found wired footswitch was not working. Upon troubleshooting, rse found the issue with pedal. The cause of the footswitch failure could be determined by the supplier's part analysis, and cable isolation is cut completely through, bracket is loose and three anti slip rubbers are gone. To resolve the issue, the biomed engineer replaced the wired footswitch. After replacement of wired footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by repeat action on footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was performed when the issue happened, and procedure was completed as planned by repeat action on footswitch. The philips remote service engineer (rse) connected with the customer and examined the system remotely and found wired footswitch was not working. Upon troubleshooting, rse found the issue with pedal. The cause of the footswitch failure could be determined by the supplier's part analysis, and cable isolation is cut completely through, bracket is loose and three anti slip rubbers are gone. To resolve the issue, the biomed engineer replaced the wired footswitch. After replacement of wired footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.